Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided article title: how should patients with lvad be evaluated by echocardiography? No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted due to dilated cardiomyopathy. The aortic valve was continuously closed. When the patient's international normalized ratio (inr) was managed with low levels of melena, a 19 x 12-millimeter thrombus was found in the coronary apex of the aortic valve. The event resolved spontaneously with the intensification of anticoagulant therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. The serial number of the heartmate 3 was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU rev. A, lists peripheral thromboembolism and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted due to dilated cardiomyopathy. The aortic valve continuously closed. The patient has a massive hemorrhage in the lower gastrointestinal tract on (B)(6) 2019 in the hospital. The patient was on heparin at the time of the event. The bleeding was due to a lesion or disease at the bleeding site which caused ischemic enteritis. The patient was reoperated on and received blood transfusions. The bleeding was not device related. When the patient's international normalized ratio (inr) was managed with low levels of melena, a 19 x 12-millimeter thrombus was found in the non- coronary apex on (B)(6) 2019 with a doppler ultrasound. There were no changes to pump parameters that could have contributed, and the patient had no symptoms of aortic proximal thrombus. No obvious embolism was observed. The melena event was associated with hypercoagulability, and in addition, the effect of discontinuation of anticoagulation was considered to be significant. The event resolved spontaneously with the intensification of anticoagulant therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists peripheral thromboembolism and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. This document also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.